Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The distributor alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/02/2014 with the following findings: visual inspection confirmed that the battery compartment was cracked on the side of the chamber extending down from the keypad. There was no power issues observed during investigation. There was no evidence of moisture damage in the battery compartment. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was detached from the pump. There was no evidence of contamination or other anomalies found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).